Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A call was received on (B)(6) 2016 from a patient's health surrogate. He was calling to inquire whether the inratio monitor had any recalls. An alere technical service specialist informed him of the inratio medical device corrections (mdc) notification from december 2014 and explained the medical conditions that could potentially impact results. The health surrogate reported that the patient's doctor had increased his coumadin dose from 2.5mg daily to 5mg daily based on the inr result from the patient's inratio monitor. The reason for the increased coumadin dosage, the exact result or date of testing was not available. The caller stated that the inratio inr result was 'very, very low' [actual inr value was not provided]; patient later went to the doctor's office where an inr test was performed using an alternate point of care device (poc) with a result of inr >8 [unknown poc and test date]. The caller stated that shortly thereafter the patient was admitted to (B)(6). The patient suffered a hemorrhage during hospitalization and passed away in (B)(6) 2015. Caller could not provide the exact date or cause of death. Although requests were made to both the patient's physician and coral springs medical center, no further information has been received. Historical results were provided by the distributor as follows: on (B)(6) 2014: inratio= 1.6; on (B)(6) 2014: inratio= 1.5; on (B)(6) 2015: inratio= 1.9; on (B)(6) 2015: inratio= 1.3. This was the last result reported to distributor and was 2 months prior to the subsequent events. Therapeutic range= 2.0-3.0. In (B)(6) 2015, the distributor shipped a coaguchek to the patient to replace the inratio meter as a result of the inratio mdc. The distributor did not have any coaguchek results in their system for this patient. On (B)(6) 2015, the distributor called the patient's phone number due to lack of reporting and was informed that the patient was deceased. No date of death provided to the distributor. This event is conservatively filed as a malfunction report based on the reported "very, very low" inr result from the patient's health surrogate (actual inr value was not provided) and alternate point of care device (poc) inr >8 (unknown poc and test date).